Event description:
Additional information was received from a healthcare provider (hcp) via product surveillance registry (psr) indicated examination on (B)(6) 2016 revealed the patient was doing well and pain was under good control again. The outcome was resolved with sequelae.

Event description:
Information was received from a healthcare provider (hcp) via a (B)(6) study regarding a patient receiving dilaudid (5.0 mg/ml at 0.2498 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported there was a catheter occlusion. The patient reported sweating and discomfort around the pump reservoir on (B)(6) 2016. A (B)(6) study on (B)(6) 2016 gave results of a sluggish catheter; couldn't aspirate from the side port. Tylenol #3 was initiated as intervention on (B)(6) 2016. The event outcome was noted as ongoing. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional via a clinical study reporting the patient also experienced increased pain around the pump reservoir. The patient's catheter was revised on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.